Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump was rec'd with a cracked case on the reservoir tube.

Event description:
The customer stated that the paramedics were called to his home due to low blood glucose levels. The customer's wife noticed that he was not very coherent, and called the paramedics. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer also reported a crack near the reservoir window. Advised that the insulin pump would be replaced.